Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-03044 and 1225714-2013-03045. Additional information has been requested and will submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced a cardiac arrest and expired the next day, which is alleged to have been caused by the product administered tot he patient for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number: 1225714-2013-03045.